Event description:
It was reported the system intermittently failed to display a fluoroscopic image. This issue will cause the system to be unusable due to the inability to see the live image. No pt death or serious injury was reported related to this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The workstation boards were evaluated and reseated. The system was tested and found to be working as intended and returned to service.